Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused wheezing and coughing. The patient did receive medical intervention that resulted in a prescription for an inhaler. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused wheezing and coughing. The patient did receive medical intervention that resulted in a prescription for an inhaler. The device was returned to the manufacturer's product investigation lab for further evaluation. The external and internal aspects of the device were inspected, and the manufacturer observed an unknown dust contaminantion inside the blower box at the air inlet of the device. An unknown contaminantion was observed on the iso port of the rear panel. Dust contamination was found on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress with a contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no presence of degraded sound abatement foam in the device but evidence of dust/ dirt and liquid ingress was observed in the device. Section d8. D9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused wheezing and coughing. The medical intervention that the patient received in response to the event is currently unknown. The reported events of wheezing and coughing and its reported severity was reviewed by the manufacture's clinical expert. These events are not assessable due to insufficient information related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation lab for further evaluation. The external and internal aspects of the device were inspected, and the manufacturer observed an unknown dust contamination inside the blower box at the air inlet of the device. An unknown contamination was observed on the iso port of the rear panel. Dust contamination was found on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress with a contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no presence of degraded sound abatement foam in the device but evidence of dust/ dirt and liquid ingress was observed in the device. Sections b1, b2 have changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code (2199) has been updated.